Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, mildly tortuous, 90 - 95% stenosed, right coronary artery. Predilatation was performed with a 2.5 x 15 mm balloon catheter. The 3.0 x 15 mm xience xpedition stent delivery system (sds) was advanced; however, was unable to cross the lesion. Resistance was felt during advancement and retraction of the sds with the anatomy. No force was applied during the unsuccessful attempts to cross the lesion. Another 3.0 x 15 mm xience xpedition sds was advanced and the stent was deployed successfully. The patient's final outcome was satisfactory. No adverse patient effects or clinically significant delay in the procedure were reported.